Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant procedure, a gray bar was noted on the implantable cardioverter defibrillator (ICD) indicating a low battery voltage. The ICD was not used and there was no patient involvement.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.